Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During elective device replacement, increased threshold was observed on the left ventricular lead. Diagnostic imaging confirmed dislodgement. The device programming was kept at right ventricle only and the patient was in stable condition.